Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and defib functional stress testing without duplicating the report. Inspection of the defib cable receptacle observed evidence of fretting. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer with a replacement multifunction cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.